Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during fill 3 and noticed fluid leaking from the stay safe connector. Treatment was cancelled. The sample set was discarded. During follow up, the patient reported there were no serious injuries, complications or infections. The patient was prescribed prophylactic medication as a precaution.